Manufacturer narrative:
PMA 510k #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
In 4 cases of ebus examinations with our echotip pnemothorax occured. Lots not confirmed yet, logged on last order with echo ebus needles. Incident date not confirmed they were 4 different patients. Unfortunately, tracking the lot's is not possible. The patients were placed on a chest tube and have all recovered. Sample collection was successful. I have an appointment on monday to clarify all other questions as far as possible. "As per cc form": an ebus intervention was performed in each case, resulting in a pneumothorax. The customer did not assume that there would be a complaint, since a pneumothorax is a "normal" complication. Since there were 4 different patients, here the names are no longer known, more precise information is unfortunately no longer possible. Since the customer did not expect a complaint, the needles were also disposed of. Answering the questions took a little longer because the sister still wanted to try to get data. 1. Are images of the device or procedure available? N/a, yes, no no. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end no. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. Please specify if yes. No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no. No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no. If no, please specify where the damage is located: _____________________ no. 6. Was gaining access to the target site difficult? N/a, yes, no normal. 7. Was the device used in a tortuous position? N/a, yes, no yes. 8. Was puncture of the target site difficult? N/a, yes, no normal. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Cannot be answered. A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site. Cannot be answered. 11. If not with the device in question, how was the procedure performed and/or finished? With this device. 12. Was the device damaged in packaging prior to removal? N/a, yes, no no. 13. Was the device damaged on removal from packaging? N/a, yes, no no. 14. Was force required to remove the device? N/a, yes, no no. 15. Did the patient require any additional procedures as a result of this event? N/a, yes, no yes. 16. What intervention (if any) was required? Chest drainage. 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day na. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no. No. 19. If yes, please specify what was observed and where on the device it was observed. No. 20. What is the scope manufacturer and model number that was used? Olympus bf-uc190f. 21. Was resistance felt while inserting the device through the scope? N/a, yes, no no. 22. Was the scope recently serviced / repaired? N/a, yes, no no. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Na. 24. Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no. Yes. 25. Was difficulty experienced while retracting the needle? N/a, yes, no no. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no. Yes. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a,yes,no. Yes. 28. Was the stylet partially removed when advancing the needle into the target site? N/a,yes,no. No. 29. How many samples were obtained (passes completed) with this needle? Ca. 8-10. 30. Did any section of the device detach inside the patient? N/a, yes, no no. If yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no. No. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no. No. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no. No. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Na.

Manufacturer narrative:
PMA/510(k) # k210476 device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. It should be noted that this file was related to another three complaint files. For details of the other investigations please refer to (B)(4) MDR ref#(B)(4), (B)(4) / MDR ref# (B)(4) and (B)(4) / MDR ref#(B)(4). Lab evaluation ¿ n/a documents review including IFU review: prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot number is unknown a review of manufacturing records could not be performed. As per the instructions for use, ifu0051-9 which informs the user about the potential adverse events "associated with bronchial endoscopy and gastrointestinal endoscopy include, but are not limited to: allergic reaction to medication, allergic reaction to nickel, aspiration, cardiac arrhythmia or arrest, damage to blood vessels, death, discomfort, fever, hemorrhage, hypotension, infection, inflammation, nerve damage, pain, perforation, pneumoperitoneum, respiratory depression or arrest, sepsis, septicemia/bacteremia and tumor seeding¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review ¿ n/a root cause review a definitive root cause could not be determined from the available information. However, there was no evidence of a failure reported associated with the actual device. As per IFU potential adverse events include perforation. As per medical affairs ¿pneumothorax is covered by perforation. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient was placed on a chest tube and has recovered complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 01-mar-23.